Event description:
Test results are negative for bia-alcl. Patient also reported "post traumatic stress disorder."

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "small amount of liquid around the implant" "alterations to touch" and "pain" against the right side device. Device remains implanted.